Manufacturer narrative:
Per the reported incident that device was able to be utilized and the collagen was deployed properly. The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation. Pseudoaneurysms and hematomas are complications which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs. Additional pressure was successfully applied post procedure to repair the psuedoaneurysm. Additional pressure was utilized to address the hematoma. The patient also received 2 units of blood. The reported issues were not related to device malfunction, but was the result of an endovascular procedure.

Event description:
The vascade device was selected for closure and inserted into the sheath at the right femoral artery. The disc was deployed, temporary hemostasis was achieved, and the sheath was removed. The key was inserted into the lock/grip and the black sleeve retracted to expose the collagen. The collagen was stripped off the wire, the disc was de-deployed and the device was removed. While holding pressure, a hematoma on the right side was observed. Patient was moved to the ICU and a greater than 6 cm hematoma was observed in the right groin. Pressure was applied and it controlled the bleeding. A vascular surgeon was consulted and a psuedoaneurysm on the right side was located, but it did not require surgical intervention and was pressed out. Patient also received 2 units of whole blood. The remained in hospital for unrelated surgery but this surgery was successful.